Event description:
During preventative maintenance of the device, the user reported that the pump stopped functioning during the cleaning process. While trouble shooting with technical support, the high and low speed fuses (f5 and f7) shorted. The fuses were replaced and the pump operated to specification. As a precautionary measure, the user chose to replace the cardioplegia pump. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.